Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic torn. Dimensional and functional inspection found the lens within specifications. Corrected data: b5 - "on (B)(6) 2020 the lens was removed and replaced." Should be corrected to "on (B)(6) 2020 the lens was explanted and later the same date was replaced". H6 - health effect impact code: 4627. Claim#: (B)(4).

Manufacturer narrative:
(B)(6). PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+6.0/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was respositioned due to refractive surprise which did not resolve the problem. On (B)(6) 2020 the lens was removed and replaced with a same size different axis lens due to refractive surprise. The problem was not resolved; reference MFR report# 2023826-2021-00124 for replacement lens. The cause of the event is reported as a patient-related factor.